Event description:
Boston scientific received information that this device continued to emit beeping tones after a magnet was applied and removed while funeral home personnel were preparing the body for burial. There was no evidence or allegation that the patient's death was associated with the device. A boston scientific technical services consultant (ts) advised that the device tones should have stopped when the magnet was removed, and that the device's reed switch may be stuck. Ts advised that a boston scientific representative could be paged to program off the device tones if desired, and that the embalming procedure should not cause the device to deliver shock therapy. Ts discussed that the main risk of shock would occur if the device were removed by cutting the leads. This device is included in the magnetic reed switch 2010 product advisory initially communicated (B)(4) 2010.

Manufacturer narrative:
Device return is pending.